Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was found adhered to the suction cylinder, however, the specific material could not be identified and the cause could not be specified. The suction cylinder was not reported to have been deformed or broken and there were no reported deviations from the instructions for use (IFU). It was noted that the user found the leak during reprocessing and was not able to finish decontamination. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported "air leakage under the air cylinder found during reprocessing". No injury". No harm was reported, no patient harm, no user injury reported. Device evaluation , service repair noted the "defect air leakage under the air cylinder described by the customer was not found during the inspection" . However, there was a foreign material found inside the suction cylinder of the device. This report is being submitted for foreign material found on suction channel ( problems related to reprocessing, insufficient reprocessing ).

Manufacturer narrative:
The subject device was received and evaluated . As stated in the event section, device evaluation found the reported" air leakage under the air cylinder described by the customer was not found during the inspection" . However, there was a foreign material found inside the suction cylinder of the device. It was noted that the foreign material (stain) was found due to unfinished reprocessing process due to the reported leakage. Furthermore, the following defects were identified during device inspection: air leak found on control unit (grip). Insertion part check found the a-rubber porous. The bending tube noted deformed. Connecting tube scratch. Control unit check found the colour ring cracked. Angulation check noted passed but repair recommended due to angulation less than the specified value. Play observed . Investigation is ongoing. This report will be supplemented accordingly following investigation.